Event description:
It was reported per field service report: symptom - pump had several "helium loss #2" alarms while on pt. Another pump was put on the pt without complication. Findings/action taken: biomed tightened union fitting of interface block connector to correct problem. Pump checked out and returned to service. Software level 2.24.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.